Manufacturer narrative:
The reported complaint that "the autopulse platform (serial #(B)(4)) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) error message" was confirmed during the platform's archive data review and functional testing. The root cause of the ua07 advisory message was the defective load cells. The damaged covers and defective load cells were likely attributed to mishandling such as a drop. During visual inspection, observed the front and bottom enclosure has cracks in the screw well areas and the load plate cover was defective with a cut, unrelated to the reported complaint. These observed physical damages are the characteristic of harsh impacts due to user mishandling. The damaged front and bottom enclosures and load plate cover were replaced to address the observed issues. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) advisory messages around the customer's reported event date, confirming the reported complaint. In addition, archive file showed multiple fault 27 (encoder fault), unrelated to the reported complaint. The encoder indicates the spool drive shaft turning too fast at a speed higher than 3000 rpm during compression. The root cause of fault 27 was due to a defective encoder. The integrated encoder gearbox was replaced to remedy the issue. Finally, the date of the event was not up to the current date, likely due to the archive file of the device probably is being overwritten or corrupted, unrelated to the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. The load sensing system of the device has detected a weight/load imbalance between the two load cells. Perform the load cell characterization and the result indicated both single-point load cell modules are defective. Both load cell modules were replaced to remedy the complaint. Further functional testing revealed the lcd displayed no backlight but still readable, unrelated to the reported complaint. The root cause of the lcd issue is likely attributed to the age of the device. The autopulse platform was manufactured in 10/31/2007 and is nearly 15 years old, well past it's service life of 5 years. The lcd was replaced to address this issue. Following service, load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use, customer reported that the autopulse platform (serial #(B)(4)) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) error message. The customer was unable to clear the advisory and immediately performed manual CPR. Patient was a 87 year-old female, weight in at 120lbs and had a medical history of hypertension, dementia and parkinson's disease. Patient expired at the hospital upon arrival. Based on medical safety assessment (msa), the death was not related to the autopulse device.